Event description:
Patient reported that suspect device's outer casing was blackened. Patient indicated that a family member had found the device in this state. Patient noted that the device was not warm to the touch. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.